Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results: the returned autotome rx 44 was analyzed, and a visual inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole, also, the working length was kinked. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of two autotome rx 44 used in the same patient and procedure. It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the papilla and bile duct during a sphincterotomy procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke in the papilla, causing a loss of direction and painful flinching in the patient. The device was replaced with a second autotome from the same batch, which also broke. The patient flinched every time the pedal was pressed. To ensure safety and prevent any bile leakage, the surgeon completed the procedure by inserting a covered wallflex stent. No further information has been obtained despite good faith efforts. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
This report pertains to one of two autotome rx 44 used in the same patient and procedure. It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the papilla and bile duct during a sphincterotomy procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke in the papilla, causing a loss of direction and painful flinching in the patient. The device was replaced with a second autotome from the same batch, which also broke. The patient flinched every time the pedal was pressed. To ensure safety and prevent any bile leakage, the surgeon completed the procedure by inserting a covered wallflex stent. No further information has been obtained despite good faith efforts. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.